Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported getting a no delivery alarm. The customer ran a fixed prime test with a different infusion set and the customer did not receive a no delivery alarm. During the call, the customer stated that her glucose reading was 429 mg/dl. The customer took again her blood glucose and the reading was 382 mg/dl. The customer also stated that she was hospitalized for high blood glucose of over 500 mg/dl. The customer stated that her hospitalization was also due to stress of other physical problems. No further info was provided.